Event description:
When preparing for a catheterization case, the cardiovascular tech opened the pediatric catheterization pack (ref # 640001) to find that the inner drape had a 1 cm puncture and the tape that closes the drape was broken. The outer clear plastic packaging was intact. We discarded the cath pack and opened a new one. This did not affect the patient and did not create a delay in the case.